Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, an electrical burnt smell was observed. It was further reported that the burning smell was stronger when the device was set on a cutting mode. The patient was reported to demonstrate movement/buckling on the operating table. The procedure was aborted. No visual harm to the patient was noted. However, the patient will have to return for completion of the intended procedure. This is one of two reports.

Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, the user facility reported that the high frequency (hf) cable was melted. If additional information is received at a later time or if the device is returned for evaluation, this report will be supplemented. Cross reference manufacturer report number: 2951238-2015-00084.